Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.;

Event description:
It was reported that this right ventricular (rv) had physical damage in the lead body and was found out to be fractured. The rv lead was surgically abandoned. No additional adverse patient effects were reported.